Event description:
After the 8 fr. Iab was inserted, the pt was made a dnr. The pt arrested and the iab pumped for two weeks. After iabp for two weeks, the iab leaked. Blood was noted in the tubing. The pt went on to expire and the facility is attributing the pt's death to the event. The iab was not returned to datascope for eval. The iab was probably discarded by the facility. Event complications: the pt expired- reported 5/24/99. Pt's current status: expired- rpt'd 5/24/99.